Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio2: 2.6, lab: 1.6. Time between testing: within a half hour. Therapeutic range: 2.0-3.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed. Date: (B)(6) 2012. Inratio meter = 2.6. Ref = 1.6, mean - 2.1, confidence limits = 1.3 - 2.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing has been performed on reported lot 276979 on (B)(6) 2012. Results as follows: donor 213, donor 205, inratio: 1.7, 2.9, inratio: 1.8, 3.1, inratio: 1.7, 3.0. Ref: 1.75, 3.29. Bias threshold: 1.25 - 2.25, 2.29 - 4.29. %cv: 3.33, 3.33. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. Fifteen discrepant result complaints were reported for lot# 276979 yielding a complaint rate of 0.039%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required as no product deficiency was established.